Event description:
The customer stated that her blood glucose readings had been higher than usual. The customer alleged that on one occasion, paramedics had to be called because she was in a diabetic coma. She was told by paramedics to have her meter checked because the contour read different from the paramedics' meter. The customer declined to provide any more info about the event. While troubleshooting, she performed control tests and received results of 180 and 193 mg/dl. The normal control range was 96-133 mg/dl. The customer's test strips are to be returned for evaluation. Replacement test strips were sent to the customer.